Event description:
It was reported that the patient started experiencing worsening pain at the lead location that began approximately one year ago. The patient reported that the pain was felt when she would touch the area of her head that contained the leads. A visit to the patient's healthcare provider indicated that there was no erosion or pain from the stimulation, but only from touching the lead area. Additional information received reported that the patient underwent an implantable neurostimulator replacement followed by reprogramming. The patient was getting significant pain relief, however, the pain the patient experienced from touching the leads on her head was not addressed in the additional information. Additional information has been requested, but was not available as of the date of this report.